Event description:
The catheter was inserted in the left arm of the patient. When the needle was retracted, the catheter separated from the adapter. The nurse was able to remove the entire catheter from the patient with her fingers. The patient was unharmed.

Manufacturer narrative:
Additional information has been requested from the customer. A prepaid mailing label and tube were sent to the customer for the return of the sample. Upon completion of the investigation, a supplemental report will be submitted.